Event description:
The device(s) were implanted in 2003. The facility's clinical coordinator informed the MFR's clinical specialist of the following: the pt presented at the clinic for the their first cannulation/treatment. The facility's staff noted sanguinous drainage from the pt's valve pocket, and hematoma therapy was performed by the charge nurse. The following day, the pt experienced a fever and chills and was taken to the hospital. Cultures were not done pre-op, and this drainage was observed 2 days post-op. Additionally, it was noted this pt had prior catheter infections, and it is possible the pt may have been infected at the time of implant. As a result of the above, the valves were explanted three days later. The location of the explanted valves is not known. No further details were provided at this time.